Event description:
It was reported that a patient¿s device stopped helping with symptom control and she had a loss of therapeutic effect. Reprogramming was tried and the patient went through new settings with three weeks on each setting, but she didn't see any improvement. The implantable neurostimulator (ins) battery was still good and the patient had the ins removed four days prior to the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v807714, implanted: (B)(6) 2011, product type: lead. (B)(4).